Manufacturer narrative:
(B)(4). The reported event was unknown; however, a system error 2136 was identified during a review of the event history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. The cause of the condition was determined to be the digital board. To correct the condition, the digital board was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified alarm. The patient was not connected at the time of the alarm. This occurred during setup of peritoneal dialysis therapy. The technical service representative discussed the use of continuous ambulatory peritoneal dialysis (capd) to continue therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.